Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the burning smell and smoke that was seen when the advia 120 with autosampler instrument was in an initialization/idle/standby state. The fse determined that a tubing from the unified fluidics circuit cracked and liquid leaked onto the autosampler controller. The autosampler and hydrolic manifold tubing and fittings were replaced on the instrument. Quality control material was run on the instrument and passed specifications. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer noticed a burning smell and observed smoke while the advia 120 with autosampler instrument was in an initializing/idle/standby state. No patient samples were being run on the system at the time of the incident. There was no harm to an operator when this incident occurred. There are no known reports of adverse health consequences due to the smoke and burning smell from the advia 120 with autosampler instrument.